Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower uterine section, cesarean section, pelvic adhesion lysis and bilateral tubal ligation, when the device was used to suture the uterus, the needle and thread were detached. They replaced with another product to resolve the issue. There was no patient injury.